Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event of peritonitis. On the same day as diagnosis, the patient received intravenous (IV) injection of vancomycin 1 gram once every five days (duration not reported) and IV injection of piperacillin+tazobactam 4.5 gram, twice a day (duration not reported) as treatment for the event of peritonitis. On an unknown date the patient was discharged from the hospital. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.